Manufacturer narrative:
The technician replaced the right intermediate siderail gasket assembly to repair the bed. Possible fluid ingress.

Event description:
Info received indicates the head and foot section functions are not working.